Event description:
Patient was revised to address severe osteolysis and poly wear. Loosening of the patella, tibial tray, and femoral component at the cement/bone interface was also reported; however, the manufacturer of the cement used in the primary surgery is unknown. (Left knee).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.